Manufacturer narrative:
The insulin pump alarmed button alarm and had no button response due to corroded keypad traces. Unable to perform occlusion test due to button keypad anomaly. The insulin pump was received with cracked case at the display window corner, battery tube threads, belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a button error alarm and most of the keys were unresponsive. The customer did not recall any significant events leading up to the errors. Blood glucose level at the time of the incident was not provided. Blood glucose level near the time of the call was 262 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.